Event description:
On 12/31/1998 following a catheterization procedure an angi0-seal device was placed in a pt's right groin. Hemostasis was not achieved and there was an immediate loss of pulses. An ultrasound was obtained which showed "embolization of the foot plate". The physician chose to treat the even conservatively with anticoagulants and observation. On 01/02/1999 the pt underwent a coronary artery bypass grafting. As of 02/10/1999 there has been no further report to the MFR of complication or add'l pt sequelae.